Manufacturer narrative:
Insulin pump received constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify motor error alarm due to constant no motor movement alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Customer complaint that had pump error 130 while on holiday and error kept appearing. . The customer was assisted with troubleshooting, but was not able to clear the alarm. Customer was advice to revert to back up plan per health care professional. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.